Event description:
This unsolicited device case was received from united states on (B)(6) 2013, from a physician's assistant via sales representative. This case is cross referenced with case ID's (B)(4) (cluster/ same reporter). This case concerns a (B)(6) year old female pt who could not bear weight, was on crutches and complained of swelling after receiving treatment with synvisc one injection. Pt had received numerous synvisc one injections in the past. No past medical condition, concurrent conditions and concomitant medications were reported. On (B)(6) 2013, pt received treatment with synvisc one injection (batch/lot number q1312, route of administration, dosage regimen, and expiration date not reported) into unspecified knee for an unk indication. After unk latency, the pt could not bear weight, was on crutches and complained of swelling. Action taken: unk. Corrective treatment: not reported. Outcome: unk for all the events. A pharmaceutical technical complaint was initiated and conclusion was pending for the same.